Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received - demographic added, product indication updated, event added: abnormal bleeding (vaginal), menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia/menorrhagia(heavy menstrual bleeding)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, uterine fibroid and breast lump removal. Concurrent conditions included low back pain, dysuria, hematuria, uti, radicular syndrome, herniated disc, irregular periods, dysmenorrhea and anxiety. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood loss anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), blood disorder ("blood/heart disorder") and psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, blood loss anaemia, cardiac disorder, blood disorder and psychological trauma outcome was unknown and the female sexual dysfunction, dysmenorrhoea, fatigue, gastrointestinal disorder, weight decreased and nausea had resolved. The reporter considered blood disorder, blood loss anaemia, cardiac disorder, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): blood count - on (B)(6) 2017: red blood count 3.29 m/cumm (low) hemoglobin 10.6 g/dl (low) hematocrit 31.6% (low) platelet (plt) 108 k/cumm (low). Computerised tomogram abdomen - on (B)(6) 2013: 1. No nephrolithiasis or renal abnormality identified. 2. Mild calcific atherosclerosis of the infrarenal abdominal aorta and right common iliac artery. This is slightly premature for age.. Hysterosalpingogram - on (B)(6) 2014: good tubal occlusion bilaterally. Pathology test - on (B)(6) 2017: the left fimbriated fallopian tube measures 7.5 by 0.6 cm in diameter. On section an essure coil is identified in the proximal tube. The remainder is patent. The right fimbriated fallopian tube measures 5.8 by 0.8 cm in diameter. The serosa is gray and dull. The lumen is patent.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: apareunia, dysmenorrhea (cramping), anemia, blood/heart disorder, psych injury, fatigue, gi conditions, weight loss, nausea were added. Event outcome was updated for the events: apareunia, dysmenorrhea, fatigue, gi conditions, weight loss, nausea. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable in.formation become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, uterine fibroid, breast lump removal and body mass index normal. Concurrent conditions included low back pain, dysuria, hematuria, uti, radicular syndrome, herniated disc, irregular periods, dysmenorrhea and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), nausea ("nausea"), blood disorder ("blood/heart disorder"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("thigh pain") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, fatigue, weight decreased, nausea, diarrhoea, back pain, abdominal pain lower and pain in extremity had resolved, the menorrhagia, vaginal haemorrhage, iron deficiency anaemia, cardiac disorder, blood disorder and pelvic discomfort outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain lower, anxiety, back pain, blood disorder, cardiac disorder, diarrhoea, dysmenorrhoea, fatigue, female sexual dysfunction, iron deficiency anaemia, menorrhagia, nausea, pain in extremity, pelvic discomfort, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2011. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2011. Current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Blood count - on (B)(6) 2017: red blood count 3.29 m/cumm (low). Hemoglobin 10.6 g/dl (low). Hematocrit 31.6% (low). Platelet (plt) 108 k/cumm (low). Computerised tomogram abdomen - on (B)(6) 2013: 1. No nephrolithiasis or renal abnormality identified. 2. Mild calcific atherosclerosis of the infrarenal abdominal aorta and right common iliac artery. This is slightly premature for age. Hysterosalpingogram - on (B)(6) 2014: good tubal occlusion bilaterally; on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: the left fimbriated fallopian tube measures 7.5 by 0.6 cm in diameter. On section an essure coil is identified in the proximal tube. The remainder is patent. The right fimbriated fallopian tube measures 5.8 by 0.8 cm in diameter. The serosa is gray and dull. The lumen is patent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number: 806693, manufacture date: 2010-11, expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Blood loss anemia updated to anemia from chronic blood loss. On 24-feb-2020: no new clinical information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, uterine fibroid, breast lump removal and body mass index normal. Concurrent conditions included low back pain, dysuria, hematuria, uti, radicular syndrome, herniated disc, irregular periods, dysmenorrhea and anxiety. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/menorrhagia(heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), blood loss anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), nausea ("nausea"), blood disorder ("blood/heart disorder"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), pain in extremity ("thigh pain") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, fatigue, weight decreased, nausea, diarrhoea, back pain, abdominal pain lower and pain in extremity had resolved, the menorrhagia, vaginal haemorrhage, blood loss anaemia, cardiac disorder, blood disorder and pelvic discomfort outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain lower, anxiety, back pain, blood disorder, blood loss anaemia, cardiac disorder, diarrhoea, dysmenorrhoea, fatigue, female sexual dysfunction, menorrhagia, nausea, pain in extremity, pelvic discomfort, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2011. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2011. Current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Blood count - on (B)(6) 2017: red blood count 3.29 m/cumm (low) hemoglobin 10.6 g/dl (low) hematocrit 31.6% (low) platelet (plt) 108 k/cumm (low). Computerised tomogram abdomen - on (B)(6) 2013: 1. No nephrolithiasis or renal abnormality identified. 2. Mild calcific atherosclerosis of the infrarenal abdominal aorta and right common iliac artery. This is slightly premature for age.. Hysterosalpingogram - on (B)(6) 2014: good tubal occlusion bilaterally; on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2017: the left fimbriated fallopian tube measures 7.5 by 0.6 cm in diameter. On section an essure coil is identified in the proximal tube. The remainder is patent. The right fimbriated fallopian tube measures 5.8 by 0.8 cm in diameter. The serosa is gray and dull. The lumen is patent.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 13-may-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- previously reported psych injury replaced with anxiety, previously reported gastrointestinal or digestive system condition type: diarrhea, lower back pain, lower abdominal pain, thigh pain. Outcome of event pelvic pain were updated. Onset date of event menorrhagia, vaginal haemorrhage, pelvic pain, female sexual dysfunction, fatigue, weight decreased were updated. Aka name, medical history, lab data were added. Seriousness criteria for event menorrhagia updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.